Manufacturer narrative:
Due to character limit in e1, full initial reporter: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during the intra-aortic balloon (iab) therapy blood was found in helium tubing and also found that this iab is inserted axillary and off-label disclaimer is verbalized. No patient harm was reported.

Manufacturer narrative:
Updated fields: b4, d8, d9 (return to manufacture date), g1 (contact person ¿ mfg site) g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: e3. The product was returned with the membrane completely unfolded with blood on the interior and exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. The returned sheath was not a maquet product and was found to have a kink on the tubing near the middle. The extender tubing was also returned. A kink was found on the catheter tubing approximately 36.3cm from iab tip. Two kinks were found on the catheter tubing and inner lumen approximately 29cm and 76.5cm from iab tip. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. Additionally, a visual examination of the product detected the inner lumen within the kinked location of 76.5cm was found completely separated. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no other leaks were detected. The evaluation determined an inner lumen break within a catheter kink causing the reported problems. It is difficult to determine when or how this occurred. The insertion was reported to be axillary, which is not the method described in the device instructions for use. This may have contributed to the iab failure. The evaluation confirmed the reported problems. A lot of history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint ID no: (B)(4).